Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
The consumer reported to philips that the toothbrush exploded and burnt. The event occurred outside of use. There was no report of harm or property damage. A potential hazard was identified.